Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a cage using an inserter in a tlif at l4/5. It was reported that when the hcp pulled the inserter off the cage, he had noticed that it broke into two pieces. The hcp used the removal tool & retrieved the broken pieces. A new cage was implanted with no issues. The date of implant and explant was (B)(6) 2021. There were no patient symptoms or complications as a result of the event. There was no other interventions needed for this case. The patient's medical history includes spodylolisthesis.  No further complications were reported/ anticipated.